Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, dyspareunia, emotional distress, and a product problem. It was also reported that the plaintiff experienced urgency, rectal bleeding, bladder infection, urgency and stress incontinence, smelly urine, pus in urine, dribble, cystocele, leakage, nocturia, recurrent urinary tract infections, urethral deflections, irritation, inflammation around vulvar area, and difficulty with bowel control. Furthermore, it was reported that the plaintiff died. No cause of death was reported.